Event description:
It was reported that during implant procedure patient's right ventricular (rv) lead was not able to be inserted into the catheter. It was further noted that the lead helix was extended. The lead was not installed, and the procedure was completed using an alternate lead on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of failure to advance lead in catheter was not confirmed while the reported event of helix mechanism was confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. Catheter insertion test was performed, and the lead could be inserted and removed successfully without any difficulties. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.